Event description:
Pt suffered an infectious corneal ulcer in 2003. They stated they were treated in hosp for a month with antibiotics and their treatment continues today. They reported to the vistakon affillate that their injury was caused by a staph like organism and that their vision has since returned to normal.